Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they have some issue with the sensor and potentially with the pump. The customer's blood glucose was unknown. The customer states that the sensor had an inaccurate reading and the problem continued which ended up resulting in a emergency room trip by ambulance. The product will not be returned for analysis.